Event description:
It was reported that the patient underwent a very long, difficult coronary stenting procedure as treatment for a target lesion in the moderately tortuous and very heavily calcified right coronary artery (rca). The physician used an atherectomy device and, due to the difficult lesion, the shaft of the device broke. The device was removed from the anatomy. A 3.0 x 15 mm xience alpine stent delivery system (sds) was advanced; however, due to the patient anatomy, the device was unable to cross to the target lesion. The device was removed without difficulty. A 3.0 x 23 mm xience alpine sds was then advanced and was able to be deployed at the target lesion. The physician then felt that additional stenting was required distal to the newly implanted 3.0 x 23 mm xience alpine stent and a second 3.0 x 15 mm xience alpine sds was advanced to into the patient anatomy; however, the device was unable to advance to the target lesion due to the patient anatomy and was removed without difficulty. The physician then advanced a 3.0 x 15 mm nc trek dilatation catheter; however, the device was unable to advance and the shaft broke. Both separated segments of the nc trek were easily removed from the patient anatomy. The second 3.0 x 15 mm xience alpine sds was then re-advanced into the anatomy; however, it was again unable to advance and the shaft of the delivery system broke. Both separated segments were easily removed from the anatomy. The physician was then able to advance an unspecified dilatation catheter to the target lesion and additional dilatation was performed. No additional stenting attempts were made and the procedure was ended. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: balance middleweight, asahi fielder; guide cath: 8 french medtronic; stent: xience alpine 3.0x23mm; other: guideliner guide catheter extension. The 3.0x15mm xience alpine is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.